Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and logfiles, was not provided to abbott diagnostics (B)(4), inc. Therefore, a root cause investigation was not able to be performed. A review of complaints' trend reveal that all of the ID now covid-19 lots within expiry are performing according to label claims. In conclusion, the exact root cause of the reported issue could not be determined.

Event description:
The customer reported a false negative result with the ID now covid-19 test. The customer reported that a throat/nares swab with the ID now covid-19 assay generated a negative result (testing dates and times were not provided). Pcr confirmatory testing (platform not specified) generated positive results (received (B)(6) 2020; CT values not provided). Although requested, additional patient information, including impact, treatment and outcome will not be provided per the customer. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.